Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using an MRI powerport isp, during the procedure, the tip of the catheter was found to be broken when the catheter was placed during surgery. Further, leakage during fluid passage was noted. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one powerport isp MRI implantable port attached to a catheter was returned for evaluation. Along with returned sample, three photos were provided for review. The photo shows a catheter attached to a powerport. Visual, microscopic, tactile and functional evaluations were performed on the returned device. Catheter wear was noted throughout the attached catheter. No other anomalies were noted. The port was patent to both infusion and aspiration. No leaks were observed throughout tests. Hydrostatic pressure was applied by clamping the distal end of the catheter. An infusion attempt was performed, and no leaks were observed throughout the catheter. Therefore, the investigation is unconfirmed for the reported catheter fracture and leak issues. A definitive root cause could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. E1, g3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using an MRI powerport isp, during the procedure, the tip of the catheter was found to be broken when the catheter was placed during surgery. Further, leakage during fluid passage was noted. There was no reported patient injury.